Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed.(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no suture hole on the vasoview hemopro c-ring. This was discovered during a case with no pt effects reported. The case was completed using another unit. The product was discarded.